Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, and damage or deformation of the connector. The event can be detected/prevented by following the instructions for use. Operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use. Warnings and cautions: during inspection and testing, service found fluid ingress in the electrical connector. Switch 1 was dislocated/misaligned. The grip was scraped, and scratches were observed on the operation side of the universal cord and on the scope connector side of the universal cord. Wrinkles were observed on the universal cord. The paint on the air/water supply cylinders and suction cylinders was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report ¿the amount of light does not increase, freeze shifts, and blurry¿. There was no patient or user injury reported. This report is being submitted for the malfunction [blurred image].